Event description:
Failure to alarm: received on (B)(4) 2013, device will not alarm with full/blockage of cannister.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go. Based on the limited information provided, this report is deemed inconclusive. Service inspection and performance testing for failure to alarm when full blockage occurred could not be replicated. No external damage was found on unit. Device passed functional testing after clearing out fault 31 (using service menu option to clear fault) and no problem was found. The complaint was unconfirmed, upon an evaluation of the returned device. Since, the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and assign a definitive root cause of the complaint described. The soft port achieves negative pressure by drawing air through the aeration disk located distal to the wound site and close to the quick-click connector. Air flows on the top foam layer (aeration pathway) to the wound, exudate and admitted air is removed through the bottom layer (fluid handling pathway). When negative pressure is achieved, the soft port will appear ¿compressed¿ with a ¿raisin-like¿ texture. Regarding pump not alarming, possible root causes may include: system was drawing enough air through the quick-click connector. System was drawing enough air through the canister connection. System was drawing enough admitted air through the fluid handling pathway. Loose antimicrobial filter insertion; caused a minor air leak between pump and canister filter hose. All renasys go pump go through a series of performance test and visual checks prior to release to market. Historical review of complaints for lot # kgtf110412 showed no prior issue. Therefore, based on the information provided, we were unable to confirm proper instillation of canister or filter, as well as integrity of canister. The occurrence as described cites no patient injury or adverse event. Most probable causes of not alarming may be attributed to user technique. Root cause undetermined. No corrective action is deemed at this time; the issue is not related to a malfunctioning of the device. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.